Event description:
It was reported that the patient is deceased and died approximately two months post the implant of a cardiac resynchronization therapy w/defibrillator (crt-d) and a left ventricular (lv) pacing lead. The patient was a participant in the systems longevity study and per the principle investigator, there is no awareness of any contribution that the crt-d or lv lead to the patient's death. The primary cause of death is unknown; however, the patient had been discharged from the hospital seven days prior to death with acute renal failure, lung cancer with metastases to the liver, rhabdomyolysis, hyperkalemia and additional issues not specifically called-out.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.